Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport in the brachiocephalic vein in the right chest wall. During the procedure, the operator encountered damage at the puncture site, which prevented successful vascular access. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows a catheter implanted in the patient¿s body, with blood stains visible at the insertion site. However, clinical condition cannot be verified from the provided photo. The investigation is inconclusive for the reported perforation of vessels as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport in the brachiocephalic vein. During the procedure, the operator encountered damage at the puncture site, which prevented successful vascular access. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device will be returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.